Event description:
The contracted third-party repair center found that the device's pca was faulty. During evaluation, the pca failed calibration with an e-344 error code, confirming the problem. The repair technician also found that the whisper cap is damaged, pollen filter needed replacement, rubber feet were damaged, universal porting block is damaged, and gasket is contaminated. There was no known patient involvement. The evaluation results were logged. The device is out of warranty. No further action is necessary.